Manufacturer narrative:
This device (lot i0106181) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was de-novo and bifurcated. Aha/acc classification of the vessel was type b2. The lesion length was approx. 15mm and vessel diameter was 3.5mm. The procedure was an emergent case due to acute myocardial infarction. Pre-dilatation was not conducted. A 3.5x18mm cypher was implanted at 18 atm for 10 seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was measured. Over a year later, the patient complained of chest pain and went into cardiopulmonary arrest. He was brought to the hospital as an emergency and CPR was conducted. The patient did not recover subsequently passed away. Coronary angiography was not conducted and postmortem was not performed. Physician indicated that thrombus was not confirmed, but the patient complained of chest pain so there might be thrombus.